Event description:
New information received notes the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead explant procedure. Prior to the procedure, it was noted that the right atrial lead exhibited noise. The lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.